Manufacturer narrative:
Batch reviews performed on 07 february 2017. Lot 162773: (B)(4) items manufactured and released on 08 june 2016. Expiration date: 2021-05-23. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Mectacer head biolox option ø 28, code 01.29.230h, lot. 167065 (k131518) (B)(4) items manufactured and released on 23 november 2016. Expiration date: 2021-11-14. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Mectacer sleeve size m, code 01.29.241a, lot. 153578 (k131518) (B)(4) items manufactured and released on 28 december 2015. Expiration date: 2020-12-07. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Double mobility hc liner ø 58/28, code 01.26.2858mhc, lot. 157126 (k092265) (B)(4) items manufactured and released on 18 february 2016. Expiration date: 2021-02-06. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Device not available.

Event description:
The patient came in due to signs of infection. The infection is confirmed as staph. The surgeon revised the head, sleeve, liner and stem. The surgeon left the cup in place. The surgery was completed successfully. X-rays and explants are not available.